Event description:
It was reported that the user experienced a low blood glucose of 45 mg/dl and treated with approximately 5 g of carbohydrate from a popsicle, then consumed about 4 oz of apple juice to reach 15 g of carbohydrate, after which a confirmatory fingerstick showed recovery to 84 mg/dl; the preceding day involved a supply change after a bent cannula and missed insulin, with rapid glucose changes noted in system reports, and the agent provided education to avoid overtreatment. Symptoms included hypoglycemia. Outcomes included recovery to target range without medical intervention or hospitalization. Investigation included review of recent device use data and real-time glucose checks, with troubleshooting and user education provided. Investigation of this case revealed hypoglycemia with unclear etiology at the time of the event; prior bent cannula and supply change were acknowledged in recent history, and device reports reflected rapid glucose shifts, but no device malfunction was identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.